Manufacturer narrative:
(B)(4). Device implanted in 2011 on an unknown date. Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty approximately 10 years ago. Subsequently, the patient was revised due to instability. The poly was upsized during the revision from 14mm to 18mm. It was reported that no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device implanted in 2011 on an unknown date. Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty approximately 10 years ago. Subsequently, the patient was revised due to instability. The poly was upsized during the revision from 14mm to 18mm. It was reported that no additional information is available.